Event description:
Updated clinical review/rationale: an impella cp was being inserted via the femoral access to support the 84-year-old male patient who had been admitted in with indication of a protected percutaneous coronary intervention (pci) due to coronary artery disease. The patient was previously on an oxygen for respiratory needs and was known to have a history of peripheral arterial disease, specifically noted in the iliac region. Despite all efforts the cp failed to be inserted via either the 14fr abiomed introducer and another 14fr cook introducer sheath. When delivery failed the support was aborted and the decision was made to return for an axillary artery access. Peripheral arterial disease precluded the placement, but no harm or injury was noted from the attempted delivery. The field representative responded that this was not a pump issue but severe calcification and tortuosity from the femoral artery all the way to the aortic valve. Patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was patient condition related to severe calcification and tortuosity.